Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two days after the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact. It was also noted that r-waves could be seen during the pause episodes. The device remains in use. No patient complications have been reported as a result of this event.